Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
It was reported to olympus that no signal was detected from video outputs serial digital interface (sdi) 1 and sdi 2. The problem, as reported to olympus, was identified during receipt inspection. There was no patient involvement, associated with the problem, reported to olympus.

Manufacturer narrative:
As reported in the initial report, no signal was detected from the serial digital interface (sdi) 1 and sdi 2 video outputs. This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.